Event description:
The recipient had good performance with the device, the doctor stated that the presence of the exposed electrode array was noticeable in the right middle ear cavity. It was possible to see the electrode in the external auditory ear canal, which had partially migrated out of cochlea. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field the active electrode extruded into the external ear canal. Further the electrode array migrated partially out of cochlea. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had good performance with the device, the doctor informed that the presence of the exposed electrode array was noticeable in the right middle ear cavity.re-implantation is considered.

Manufacturer narrative:
Conclusion: according to the information received from the field the active electrode extruded into the external ear canal. The electrode array had also migrated partially out of cochlea. In addition, during device investigation damage to the active electrode caused by device minute mobility was found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The recipient had good performance with the device, the doctor stated that the presence of the exposed electrode array was noticeable in the right middle ear cavity. It was possible to see the electrode in the external auditory ear canal, which had partially migrated out of cochlea. The recipient has been re-implanted.